Event description:
In 2009, pt reported that he noticed a crack in his infusion device one day prior. Pt stated the crack as about 3 quarters of an inch long starting at the base of the infusion cartridge compartment and running up the side of the infusion device. He reported the crack does not affect the infusion device display screen. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.